Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 415 mg/dl. The customer¿s blood glucose level at the time of the incident was 375 mg/dl. The customer had head aches, frequent urination and numbness. The customer¿s other blood glucose was 180 mg/dl and 350 mg/dl. The customer was treated with insulin with the insulin pump. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer stated that the insulin pump does not deliver insulin and stated that it was leaking. The customer stated that they had been changing the infusion set frequently. The customer stated that it started 2 weeks. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer does not allege that the insulin pump was under delivering. The insulin pump passed the high-pressure test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.